Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no issue could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they received the endoeye flex deflectable videoscope after a repair. When the subject device was connected to the video system at the start of the surgery, the device displayed no image and only color bars were displayed. The surgery was completed using a similar device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned. Device evaluation anticipated; but not yet begun. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.